Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 09/06/2022. An investigation was conducted on 09/21/2022. A visual inspection was conducted. Signs of clincial use and no evidence of blood was observed. The device was returned outside its packaging material. The harvesting device was returned inside the cannula. There were no visual defects observed on the cannula or the c-ring. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no phyiscal or visual difficulties observed. The heater wire was observed to be bent and twisted away from the hot jaw with detachment at the tip of the hot jaw. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. Based on the returned condition of the device, the reported failure "material twisted;bent wire" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000251962 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported prior to the patient entering the or, the vasoview hemopro 2 kit was opened for an endoscopic vein harvesting procedure to the field. The tip is frayed and the metal electrical coils (heater wire) were separated from the jaws. This was noted before the hemopro was inserted into the cannula. A replacement device was used to complete the procedure.